Event description:
Approximately 2 weeks following cypher stent placement, the patient began to complain of chest pains during exercise. The angina became increasingly worse and resulted in hospitalization approximately three weeks later. Repeatt coronary angiography revealed thrombus proximal to and inside the cypher resulting in a 90% occlusion. The thrombus was aspirated and angioplasty was conducted with a 1.5/5mm balloon at an unknown pressure or inflation time. Warfarin was also administered. Discharge date is unknown.